Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report from a healthcare professional in china of peritonitis in a subject coincident with dianeal therapy for peritoneal dialysis (pd). Pd therapy was ongoing. On (B)(6) 2012, the patient experienced a temperature of 38.0 c with a stomachache and muddy dialysate. On (B)(6) 2012, the patient was hospitalized for further treatment. On (B)(6) 2012, the subject was diagnosed with peritonitis. The patient also experienced tenderness and rebound pain in the abdomen. On (B)(6) 2012, the patient began remedial treatment with newtailin 1 dose daily ip and ceftazidime 1 dose daily ip. The dialysis pipeline (catheter) was given the "water run out" and sealed up with urokinase to keep the dialysis pipeline unimpeded. The patient had recovered from the peritonitis event at the time of this report. Study title: (B)(4). Protocol number: (B)(4), (B)(6), study sponsor: baxter.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Follow-up information was received from the healthcare professional. On (B)(4) 2012, the patient was discharged from the hospital. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.